Event description:
It was reported that during the cleaning process, the drill heated up and unintentionally activated. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The handpiece was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and it was discovered that the silicone insulation material encasing the motor's wiring became brittle and flaked off allowing the wiring to short out, which can cause unintentional activation. Also, the bearings within the rotor assembly were found to have no lubrication, which can result in excessive friction. Both conditions can result in heat generation. Improper or inadequate cleaning/sterilization techniques can contribute to these conditions, as well as expected deterioration of the device after many years of use. There is no record that this device has ever been returned to stryker instruments for preventative maintenance or servicing.